Event description:
The initial reporter received questionable ca2 calcium gen.2 results for multiple patient samples tested on a cobas 8000 c 702 module. The customer provided an example of discrepant results for 1 patient sample. The initial calcium result was 6.1 mg/dl. The repeat result was 10.1 mg/dl. The results were reported outside of the laboratory. It is unknown which result was deemed correct. The calcium reagent lot number is 64590901 and the expiration date is 30-sep-2023.

Manufacturer narrative:
Calibration was last performed on 06-dec-2022. Qc recovery data was provided for only one level from the morning of the event and appeared acceptable. The field service engineer (fse) found that the rinse nozzle was leaking and there was a hole in the vacuum tube connection. The vacuum tube was replaced. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.